Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in airway from device and soreness and irritation of the throat, shortness of breath lightheaded, dizziness and headaches. She also vomits a lot while using the device related to a bipap device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found evidence of sound abatement foam degradation/breakdown was not observed in this device. The unknown dust/dirt contamination found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. Found mineral spots consistent with water ingress within the blower box and on motor casing. A keratin-like substance was observed around the blower box outlet. The logs were reviewed by the manufacturer. There were 0 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation section h6 clinical code has been updated/corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to develop lung disease. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.